Manufacturer narrative:
A.5 ethnicity and race are unknown. The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported a 53-year-old male patient with electrophysiology/ablation was implanted with an impella cp for mechanical circulatory support. It was reported that the associated automated impella controller (aic) did not recognize the purge cassette during preparation. The aic was rebooted. After the reboot, a failure alarm, "change console" occurred. Therefore, the aic was exchanged and the procedure was successfully completed. No patient harm was reported.

Manufacturer narrative:
The investigation of automated impella controller (aic) - a/c power issues has been completed. The data review of the logs from the complaint date revealed that the console issued purge disc not detected alarm several times. The console was examined and a broken purge disc flag was identified. The purge disc flag was observed to be broken and was the root cause of the reported purge disc not detected alarm issue. The root cause of this issue was a broken purge disc flag. D.2 revised common device name since the initial manufacturer device report number 1220648-2024-12799 was submitted in accordance with updated procedures. G.1 revised reporting contact email since the initial manufacturer device report number 1220648-2024-12799 was submitted in accordance with updated procedures.